Manufacturer narrative:
H10: internal complaint reference number: case-(B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. According to the information provided by the complainant, the healicoil anchor pulled out from the bone hole, but no intervention was necessary to remove the reported device from the patient and no further complications were reported. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 d4 and h4: lot number, exp and mfg dates updated.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the healicoil got pullout from the bone. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.